Manufacturer narrative:
During the eval of the device at the MFR's service ctr, a ventilator inoperable condition occurred. The device's blower motor was replaced to correct the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.